Event description:
The cannulas for the dexcom g7's of multiple batches are twisting and not going through the skin. This is extremely dangerous for diabetics as we depend on them for our blood sugar readings and most of us have a very limited supply due to insurance. I currently have to go without one until my replacements arrive. It's good they send replacements but the fact they are not actually fixing the problem is awful. This is the 3rd or 4th one I've had this happen with in 3 months. Pt code: 4582. Device code: 2981. Reference report mw5176880, mw5176881.